Event description:
Patient was initially implanted on (B)(6) 2025. Due to low lead impedance, the patient underwent an additional surgery on (B)(6) 2025. During the surgery it was determined that the lead pin was not fully inserted into the ipg header, which was why the lead had low impedance. The lead and ipg were tested prior to closure and the lead impedance was 3260 ohms which is within normal range. Device is performing as expected. No devices were replaced.